Event description:
It was reported that the ball tip was broken off of the suction tube, 2.7mm rh frontal sinus while the stryker sales representative was testing it. There was no patient involvement and no adverse consequences associated with the device.

Manufacturer narrative:
The device was not returned to the manufacturing facility for failure analysis; therefore, no device evaluation was performed.

Manufacturer narrative:
Device not yet returned for investigation.

Event description:
It was reported that the ball tip was broken off of the suction tube, 2.7mm rh frontal sinus while the stryker sales representative was testing it. There was no patient involvement and no adverse consequences associated with the device.